Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the exam was completed. Biomed attempted to reboot the unit after the room was empty and was not able to get system back up. The philips field service engineer (fse) inspected the system onsite and confirmed that the power injector was working after system reboot but when rebooted, the system was not completing boot up. The system logs were reviewed, but no issue was identified. Fse checked pc and connections and power to cabinets. Fse turned system off at pdu circuit breaker, turned system back on and system was functioning. After which system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not startup correctly as the monitors stayed blank. The system was in clinical use. No user or patient harm has been reported.